Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that error code b30 occurred because the worn out video connector latch was causing poor connection with the scope cable, which resulted in abnormal communication with the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received (identified via e2 and e3). If additional applicable information is received, a future report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunction was found during device evaluation worn out video connector latch causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the visera elite video system center had a b30 error, paddle connection sticks during preparation for use for a diagnostic endoscopy procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.